Event description:
The patient contacted animas on (B)(6) 2012 alleging that the subject pump would not power on. The patient reported that she replaced the pump's battery on (B)(6) 2012; however, on the evening of (B)(6) 2012 she received a low battery alarm and changed the pump's battery again. On the morning of (B)(6) 2012, the patient woke up and discovered there was no power to the pump. At the time she discovered the issue, she obtained a message of 'high' when she tested her blood glucose and had symptoms of nausea/vomiting in addition to testing positive for large ketones. The patient claimed she inserted another new battery into the pump and the pump powered on. At that time she corrected for the high bg via the pump. A couple of hours later, the patient stated the pump lost power again. The patient inserted another new battery; however, the patient reported that the pump would not power back on. At the time of the call the patient's blood glucose was 496 mg/dl. At the time of troubleshooting, the patient denied any trauma to the pump. The patient also confirmed the battery cap was tightly secured to the pump and the yellow o-ring was not visible. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue with the animas device started.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.